Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The date of death and preceding events were unknown. The patient was transferred to outside hospital in august 2023. It was stated on (B)(6) 2024 that the patient required higher level of care. The heart failure team at outside facility was considering (extracorporeal membrane oxygenation) ECMO. The patient was transferred to a facility where they were listed for transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Abbott received additional information regarding this event on 23jul2025 when it was served with a notice of claim. On (B)(6) 2023, the patient presented to the hospital with low flow alarms. Upon exam, the subject heartmate 3's flow rate was found to be 1.0 l/min, and the patient was quickly transferred for treatment because of "lvad malfunction" (left ventricular assist device). A computed tomography angiography (cta) scan upon arrival showed an 8.9 cm segment of circumferential thrombus around the outflow graft resulting in severe narrowing. The patient was emergently brought to surgery, at which time copious yellow fibrin debris was found between the outflow graft and outflow graft bend relief which was causing "significant obstruction". The bend relief was removed along with the fibrin debris, and the pump flow rate increased to greater than 4 l/min. The patient remained comatose after surgery as a result of severe hypoxic-ischemic encephalopathy, with evolving extensive watershed infarcts of the cerebellum, occipital, parietal, and posterior frontal lobes along with global cerebral edema. Neurology concluded that the patient's severe neurologic injuries were caused by the subject heartmate 3's persistent low flow state as a result of extrinsic outflow graft obstruction (eogo), and that there was no realistic chance of a neurologic recovery. The patient's family therefore elected to continue with comfort measures only, and they died on (B)(6) 2023 at 3:56 p.m.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.